Event description:
The patient was treated for an abdominal aortic aneurysm (aaa) on (B)(6) 2024, with the implant of an alto abdominal aortic stent graft system and an additional ovation ix iliac limb (right side). Reportedly, during the initial procedure, the right external iliac was extended as the right internal artery was coiled and covered. Routine follow-up identified that the right limbs had separated and there is now a type iiia endoleak. Reintervention is pending and the patient is stable.

Manufacturer narrative:
The devices involved in this event will not be returned for evaluation and remain implanted in the patient. Patient medical records and imaging studies will be requested for further evaluation by a clinical specialist. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Manufacturer narrative:
The reported adverse event/incident was investigated in alignment with endologix operating procedures and work instructions. Where possible, it is endologix practice to make at least three good faith efforts to retrieve a reported adverse event/incident related device as well as medical records and medical imaging. An evaluation of the manufacturing record was completed. A review of the part number/lot number combination needed for device identification shows the device to have been properly manufactured and released in accordance with the device master record. Endologix could not perform an evaluation of the device as the device remains implanted in the patient. A clinical evaluation of the adverse event/incident was completed. An examination of medical records and/or medical imaging received by endologix shows the right common iliac artery implant separation and type iiia endoleak complaint is unconfirmed. This is not consistent with the reported adverse event/incident. Device, user, procedure or anatomy relatedness of complaint could not be determined. No procedure related harms were identified. However, the right common iliac artery diameter was off label at 39mm and should be 10-23mm. This likely contributed to the reported event but could not conclusively be determined. The final patient status was reported as stable pending reintervention. No additional investigation of this reported adverse event/incident is planned. However, should additional information relevant to the investigation outcome become available, a follow-up report will be submitted. Endologix will continue to monitor this and similar adverse events/incidents. Corrections: g3: awareness date ¿ updated. H6: investigation finding codes - remove code 3233. H6: investigation conclusion codes - remove code 11.

Manufacturer narrative:
The reported adverse event/incident was investigated in alignment with endologix operating procedures and work instructions. Where possible, it is endologix practice to make at least three good faith efforts to retrieve a reported adverse event/incident related device as well as medical records and medical imaging. An evaluation of the manufacturing record was completed. A review of the part number/lot number combination needed for device identification shows the device to have been properly manufactured and released in accordance with the device master record. Endologix could not perform an evaluation of the device as the device remains implanted in the patient. A clinical evaluation of the adverse event/incident was completed. An examination of medical records and/or medical imaging received by endologix shows the type iiia endoleak of the right common iliac artery and the additional endovascular procedure is confirmed. This is consistent with the reported adverse event/incident. The type iiia endoleak is likely user related due to the off label right common iliac diameter of 39 mm at index (should be 10-23mm). No procedure related harms for this complaint were identified. The final patient status was reported as discharged home on postoperative day one in good condition. No additional investigation of this reported adverse event/incident is planned. However, should additional information relevant to the investigation outcome become available, a follow-up report will be submitted. Endologix will continue to monitor this and similar adverse events/incidents. Corrections: h6: health effect - impact code: remove 4614. H6: investigation type codes: remove 4119. H6: investigation conclusion codes: remove code 4315.

Event description:
The patient was treated for an abdominal aortic aneurysm (aaa) on (B)(6) 2024, with the implant of an alto abdominal aortic stent graft system and an additional ovation ix iliac limb (right side). Reportedly, during the initial procedure, the right external iliac was extended as the right internal artery was coiled and covered. Routine follow-up identified that the right limbs had separated and there is now a type iiia endoleak. Reintervention is pending and the patient is stable. Reintervention was completed on (B)(6) 2024 with the implant of an ovation ix iliac limb successfully sealing the type iiia endoleak. Patient is reported to be discharged on (B)(6) 2024.